Event description:
It was reported by a customer that on (B)(6) 2011 a second fiber was used for a short while but due to excessive bleeding the physician switched over to a resectoscope to complete the procedure. The first fiber used in the procedure was reported in MFR report number 2937094-2011-02349.

Manufacturer narrative:
The laser system operator's manual (part no. (B)(6)) lists bleeding as a potential surgical complication/risk. "Bleeding: patients may experience bleeding at the site of the laser therapy during or after laser therapy."